Event description:
It was reported the device registered an error message to alert the device longevity was depleted. Reinterrogation repeated the same message that was displayed the first time. A previous session at the beginning of the year stated the device had normal battery lifespan. The device was explanted and replaced. No adverse consequences were detected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and high input current was noted. The root cause of the high input current was found to be an rf module anomaly on the device hybrid circuitry.